Event description:
Surgeon was pre-drilling for placement of a screw and the drill bit broke off inside the tibia. Surgeon is not revising the patient. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
Subject device is an instrument and is not implanted. The investigation could not be completed, no conclusion drawn, as no device was returned.